Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, upon opening the evh kit it was apparent there were black dots on the conical tip. Attempt was made to clean the dots but they are stuck in the plastic. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 12nov2020. Photographs from the facility shows black dots on the dissection tip. An investigation was conducted on 18mar2021. A visual inspection was conducted. The hp2 device was not returned for investigation. There were black dots spotted on the dissection tip. Based on the returned condition of the device, the reported failure "contamination/decontamination problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record. The lot # 25152044 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, upon opening the evh kit it was apparent there were black dots on the conical tip. Attempt was made to clean the dots but they are stuck in the plastic. A replacement device was used to complete the procedure. No patient involvement.